Event description:
It was reported that during a laparoscopic colon procedure, while trying to put a clip on a "vase to make the hemostasy", the clip did not fire correctly. They "jump" and they did not staple the vase. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 09/15/2008. Dropping or ejecting clips. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. A corrective and preventive action has been initiated to address the root cause of the finding. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.